Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the ER (emergency room) with hypoglycemia. No specific bg (blood glucose) levels, symptoms or treatments were reported. Patient reported she had been receiving searching for sensor messages on her omnipod system and also received a message of low bg which prompted her to go to the ER. Patient reported in the ER her bg was 100 mg/dl, and feels she is getting incorrect readings from the cgm (continuous glucose monitor). It was discovered that the patient was not using the dexcom app which is required in order to use the dexcom cgm. It was also noted the patient was using the dexcom g7 and it is unclear if she was using compatible g7 pods. No further information is available as the call was dropped. Three due diligence attempts were made to reach patient for further information without success.